Event description:
It was reported that: "warehouse employees noticed hairline cracks underside of the broach handle upon inspection".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.